Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nursing supervisor reported a blood leak occurred approximately 30 minutes into a patient¿s hemodialysis (hd) treatment. The patient was on a fresenius 4008 machine using a fresenius combi set and a fresenius dialyzer when a blood leak occurred on the combi set. The leak was visually observed, and it appeared that the heparin line detached from the rest of the combi set. There was no other defect or damage noticed on the combi set. The patient¿s estimated blood loss (ebl) was approximately 5 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on the same machine with new supplies. The complaint device was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. However, a photograph of the complaint sample was provided by the customer. The manufacturer was able to confirm the reported issue from the photograph provided. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release.